Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer removed the o-ring from pneumatic tap and was able to successfully load the cartridge, resolving the issue.